Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, 90% stenosed mid to distal right coronary artery (rca). The balance middleweight (bmw) elite ii guide wire was advanced toward the distal part of rca vessel. A 3.5x20 mm non-abbott balloon catheter was used for pre-dilation. A 3.5x38 mm xience stent delivery system (sds) was advanced though resistance was met before reaching the lesion with the bmw elite ii guide wire. The xience sds and the bmw elite ii were retracted together, with no resistance felt during retraction from the anatomy; however, the tip of the guide wire became caught in the y-connector resulting in separation of the guide wire 30 cm proximal to its tip. The separated piece of guide wire was in the y-connector; therefore, no intervention was required. The guide wire was exchanged for a pilot 50 guide wire and the same xience sds was used and implanted to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: cyclone 3.5x20mm; stent: xience 3.5x38mm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the separation was able to be confirmed. The failure to position and failure to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on the visual and dimensional analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed no corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency.